Manufacturer narrative:
During placement, the coil of an orbit mini complex fill 2x2 (637mf0202/ 15481555) stretched when the coil was positioned at the 2.1x2.3 anterior communicating (acom) artery target aneurysm. After the event, the entire device was withdrawn with the coil still attached to the delivery system. It was exchanged for another one to complete the procedure. During placement, no additional manipulation or torque was applied while the coil was in the aneurysm. The coil was left in the aneurysm while the microcatheter was repositioned. The IFU cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and microcatheter. Prior to use, the microcatheter was re-shaped with the shaping mandrel, steam, and without any damages. Other than what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, elongated, unraveled, stretched, etc), and the coil remained attached to the delivery system. There was no patient injury reported with the event. A non-sterile orbit mini complex fill 2x2 was received coiled inside of plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received partially zipped and it was found elongated. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were fond without damage while the embolic coil was found stretched. The introducer, gripper and embolic coil were inspected under microscope; the introducer was found elongated, the gripper was found without damage and the embolic coil was found stretched. A review of the manufacturing documentations associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis. The conditions of the embolic coil and the damages found on the device appear to have been caused by application of excessive force; however, based on the analysis a definitive root cause could not be concluded. There is no indication that these findings are related to the manufacturing process; procedural factors appear to have contributed to these damages. The procedural factor of repositioning the microcatheter over the partially deployed coil, which the instructions for use cautions may lead to coil damage, may have contributed to the reported stretching of the coil. Neither the analysis nor the device history records review indicates a relationship to the manufacturing process. Additionally inspections are in place to prevent this type of failure from leaving the facility. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
A non-sterile orbit mini complex fill 2x2 was received coiled inside of plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received partially zipped and it was found elongated. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were fond without damage while the embolic coil was found stretched. The introducer, gripper and embolic coil were inspected under microscope; the introducer was found elongated, the gripper was found without damage and the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - stretched" was confirmed during the analysis. The conditions of the embolic coil and the damages found on the device were apparently caused by applying excessive force on it but it could not be conclusively determined. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures from leaving the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
During a placement of an orbit mini complex fill 2x2 (B)(4) in the acom artery (2.1*2.3mm), the coil stretched when the coil was positioned to the target aneurysm. After the event, the entire device was withdrawn and changed another one to complete the procedure. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, and the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and microcatheter. Prior to use, the microcatheter was re-shaped with the shaping mandrel, steam, and without any damages. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, elongated, unraveled, stretched, etc), and the coil remained attached to the delivery system. There was no patient injury reported with the event, and the product will be returned for analysis.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.